Event description:
Caller alleged high troponin I (tni) results on the triage cardiac panel test. Pt was initially admitted for chest pain. Physician had questioned the results but the caller is not certain of any invasive procedure based on triage result. Results were not questioned until (B)(6) 2012. Results were not correlated against another triage lot or an alternate method. EKG result were not provided. Pt was discharged on (B)(6) 2012. Sample type: whole blood edta (wb-edta) full draw, mixed well. Cut-off for tni for triage: <0.05.

Manufacturer narrative:
Investigation pending.